Event description:
Procedure type: gastrectomy. According to the reporter: the white tip broke off inside the pt as the product was inserted. The plastic tip was removed from the pt. There was no add'l bleeding, operating room time was not extended. No pt injury was reported. Pt is fine.

Manufacturer narrative:
(B) (4). (B) (4).